Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose reaching 360 mg/dl for approximately two hours after an infusion set change, with a transient occlusion alert that cleared but persistent elevated glucose until the infusion set and site were replaced; the event involved an inset 23-inch infusion set and blood was observed upon site removal, suggesting a site-related delivery issue. Symptoms included hyperglycemia without ketosis, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no hospitalization, no emergency treatment, and no assistance beyond routine troubleshooting. Investigation included guided troubleshooting to confirm insulin flow through the tubing when disconnected and a subsequent supply and site change with successful reconnection and resumed delivery. Investigation of this case revealed an infusion site failure consistent with an occlusion or impaired subcutaneous absorption at the cannula site, evidenced by blood at removal, while the pump and tubing delivered insulin when disconnected, indicating the device functioned and the issue localized to the infusion site component. It was concluded, based on previously established findings for similar reports, that the cause was user infusion site complication leading to impaired insulin delivery resolved by site and supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.